Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, chest injury (traumatic injury unrelated to device). Concomitant products: 630cc mentor smooth round high profile saline, catalog: 3503630, lot: 7335821, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent breast augmentation revision with two 630cc mentor smooth round high profile saline breast prostheses, suffered left side deflation post trauma and post-operatively. As a result, the patient underwent removal on (B)(6) 2019.